Event description:
The following was reported to hamilton medical ag: during preop check, tightness test fail and flow sensor calibration fail. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).